Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that this bioprosthetic aortic heart valve was explanted after eleven (11) years, six (6) months due to deterioration. A 21mm pericardial bioprosthesis was implanted and the patient was discharged on pod #8.

Event description:
Edwards received additional information indicating the reason for explant due to structural valve deterioration and aortic insufficiency.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for this event, or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.